Manufacturer narrative:
(B)(6) 2023 concomitant product investigation results: concomitant product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Metal top part of the actual brush has gone straight into lip...injury [lip injury] head has just come off - oral-b [device breakage] case narrative: a spouse via e-mail stated that their husband had been using his oral-b toothbrush and the oral-b toothbrush head came off. The metal, top part of the actual oral-b toothbrush went straight into his lip causing a pretty severe injury. No serious injury was reported. 25-feb-2023 follow up via images: the concomitant product was oral-b genius x. No serious injury was reported. 28-feb-2023 follow up via images: the concomitant product was oral-b power rechargeable toothbrush handle 3765 genius. The concomitant product lot was bc103310641. No serious injury was reported

Event description:
Metal top part of the actual brush has gone straight into lip [lip injury]. Head has just come off - oral-b [device breakage]. A spouse via e-mail stated that their husband had been using his oral-b toothbrush and the oral-b toothbrush head came off. The metal, top part of the actual oral-b toothbrush went straight into his lip causing a pretty severe injury. No serious injury was reported. On (B)(6) 2023 follow up via images: the concomitant product was oral-b genius x. No serious injury was reported. On (B)(6) 2023 follow up via images: the concomitant product was oral-b power rechargeable toothbrush handle 3765 genius. The concomitant product lot was bc103310641. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.